Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred, that the pump battery gauge was fluctuating, and that unspecified usb port damage resulted in difficulties charging the pump. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.